Manufacturer narrative:
Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had deep scratch on liquid crystal display screen. The customer¿s blood glucose level was 109 mg/dl at the time of the incident. Customer states that they were not able to read the display. The insulin pump will be returned for analysis.